Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2018. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test passed. Pairing test with (B)(4) bluetooth device passed. Global transmitter final functional test passed. Data/share log reviewed. The customer complaint was confirmed because the device showed inaccurate cgm values on the issue date. A root cause could not be determined via product evaluation.